Manufacturer narrative:
The device was received for evaluation. An event history log was reviewed, and it was noted that there were multiple occurrences of system error 20605 - monitor plunger stall. During evaluation, the reported problem was experienced while attempting to run an infusion. The plunger did not move and the unit alarmed system error 20605. Visual inspection of the plunger driver revealed the flex to be bent with a small tear. To resolve this issue, the plunger driver required replacement. The reported condition was verified. The cause of the reported condition was a damaged flex. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was infusing at a rate other than what was programmed during delivery. It was observed that the plunger was not moving cleanly. This was observed at the beginning of infusion while the patient was connected for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.